Event description:
Patient had star sliding core bearing component revised.

Manufacturer narrative:
Patient had star sliding core bearing component revised after 12 years of implantation. Visual evaluation confirmed poly was fractured. Device history record showed no anomalies.